Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 5 x 11.5mm (bost511) was returned for investigation. Visual inspection of the as returned product identified wear and damage around the implant drive feature and collar. A piece of the third party fractured screw was discovered in the implant drive feature, which was badly damaged to be removed. No pre-existing conditions were noted on the per. The reported product was located on tooth # 47 (fdi) and used for approximately 11 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2018062339. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018062339) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event (damaged drive feature) or product (bost511). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The most likely cause for the event is customer error through use of non-compatible components. It is indicated that the customer used a third party screw, leading to fracture and drive feature damage. The following sections have been updated: b4: date of this report, d4: unique identifier (UDI) number, d4: expiration date, g4: date received by manufacturer, g7: checked "follow-up", h2: checked follow-up type, h3: device evaluated by manufacturer, h6: entered evaluation codes, h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a non-zimmer biomet abutment was tried to be placed within a zimmer biomet implant (bost511) and abutment fractured. No allegations against the implant was reported. However, fractured abutment could not be removed and implant was removed. Tooth location 31.